Event description:
It was reported that the patient presented to the emergency room with a right ventricular (rv) lead that exhibited high capture thresholds and high pacing impedance. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.